Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during (B)(4) and concerns out complaint (B)(4). The customer returned a sample of the same lot number inside its sealed pouch. The returned sample was tested with a multimeter. This test included all components: the plug, the cable, the rivet and the electrode itself. Thereby no deviation was detected. For testing the function of the returned electrode a philips mrx defibrillator was used ((B)(4)). The connector of the cable was plugged into the defibrillator without any difficulty. The electrode set was then applied on a person and an ECG reading was immediately obtained. No contact issues could be observed. The complained issue could not be repeated. The tested device was found to perform within limits. No faults could be detected. As the product involved was not returned it cannot be determined whether a product problem existed.

Event description:
On (B)(6) 2013, we have been informed by (B)(6), about a potential malfunction with a defibrillation electrode df27n lot #10210-0772. The customer reported; "df27n doesn't work with philips heartstart mrx. Connector-electrode is deeper inside the connector so, electricity doesn't flow". No harm to a patient was reported by the customer.